Event description:
It was reported that the devices were used during a vaginal hysterectomy procedure. The triggers stuck and staple line bleeding occurred. Another device was used to complete the case. There was extended o.r. Time under anesthesia and additional blood loss of 50cc. No further pt consequence was reported.